Event description:
While attempting to flush through the tube, a leak was noted between the handle and the hemostasis valve and the tube detached from the handle. This was noticed while the device was in the pt. The pt was in good condition following the event.